Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking from the winged luer cap before use. The device was filled with pamidronate when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Event description:
The customer reported the transfer set came off at the point where it connects to the catheter adapter while the patient was draining. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.